Manufacturer narrative:
Device was returned: visual inspection was conducted and confirmed that the sheath was crumpled and melted at the tip. Functional testing could not be conducted since the device was damaged. Therefore, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2025 that array wouldn¿t close for the last 25% even after opening the hook. The physician managed to squeeze the array out through the cervical canal without any damage. The physician recheck hysteroscopy and ensured no damage to the endometrial cavity or the cervical canal. Damage to the array was noted. No other information is available.